Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition. A visual inspection revealed a cracked top case and a cracked right plunger case. A review of the pump event history log revealed check syringe plunger sensor. The reported issue of "plunger flippers are stuck" was confirmed during overall visual inspection. Repairs done to correct reported issue include replacing left plunger case. The root cause was determined to be normal wear.